Manufacturer narrative:
The report of suspected thrombus was confirmed during the evaluation of the returned device. Examination of the pump blood-contacting surfaces revealed a small, red, tissue-like thrombus in the outlet stator, between the outlet bearing and one of the outlet stator blades. The tissue was loosely seated and showed no lamination, indicating that it did not form in the outlet stator. Examination of the pump rotor noted contact marks along the outer diameter of the outlet bearing cup and the rotor, indicating that the outlet stator deposition was present while the pump was operating. The observed deposition did not appear large enough to obstruct flow and the evaluation could not conclusively determine origin of the deposition nor the duration it had been present in the pump. The evaluation could not conclusively correlate the deposition to the reported increase in the patient¿s lactate dehydrogenase level and pump power elevation on 03/16/2017. Additionally, a correlation between the device and the reported stroke could not be conclusively determined. Visual inspection of the pump bearings and bearing cups found no anomalies related to wear or damage. Examination of the driveline found it to be unremarkable. Electrical continuity testing of the wires found no discontinuities or shorts. The pump was reassembled and operated on a mock circulatory loop and functioned as intended. Device thrombosis, hemolysis, and stroke are listed in the instructions for use as potential adverse events that may be associated with the use of the heartmate ii left ventricular assist system. A review of the device history records revealed no deviations from manufacturing or quality assurance specifications. The manufacturer is closing the file on this event.

Manufacturer narrative:
The details of the referenced gastrointestinal bleeding are captured under MFR# 2916596-2017-00957.

Event description:
Additional information: it was reported that the patient was hospitalized for suspected pump thrombosis. On (B)(6) 2017, the patient recently developed hypotension and melena secondary to recurrent epistaxis/gi bleeding with arteriovenous malformations and diuelafoy lesions. The patient¿s hemoglobin and hematocrit stabilized, and signs and symptoms of gi bleeding resolved. During the admissions it was reported that the patient experienced a stroke. CT scan revealed a middle cerebral artery m1 clot. It was reported that the symptoms of the stroke resolved without intervention. The inr at the time of the gi bleeding and stroke was 1.66, with a goal of 1.5-2.0. The patient was placed on a heparin infusion for a prothrombin time goal of 50-70 seconds. It was reported that the heparin was utilized to prevent additional left ventricular clot from forming. The patient was also being treated with milrinone and dopamine infusions. The patient experienced fluid overload and weight gain. The pump was exchanged on (B)(6) 2017.

Manufacturer narrative:
(B)(4). Approximate age of device ¿ 1 year and 2 months. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device. It was reported that the patient''s lactate dehydrogenase (ldh) levels doubled, and the lvad system produced elevated pump power readings. A ramp echocardiogram revealed a decrease in left ventricle size with increased pump speed. The patient was treated with unspecified anticoagulation medications. No additional information was provided.